Event description:
It was reported that the patient experienced recurring incontinence symptoms due to urethral atrophy with an artificial urinary sphincter (aus). Approximately a month and a half later, a surgical procedure was performed in which all the components were removed. It was indicated that there were no device issues with the explanted aus. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.